Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The returned lead was returned with no reported event. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion that breached the outer insulation an exposed the outer coil at the proximal region consistent with friction to another device or features of the heart at one location. All other damages were sustained during the procedure.